Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to congestive heart failure. The pt was not hospitalized prior to death. The pt passed away at home. The pt was connected to the hc doing dialysis at the time of death. It was reported that the pt probably passed away in his sleep, but not confirmed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Age of patient reported to be (B)(6). A review of the device history record did not reveal any issue related to the reported event. A review of the device service history revealed the device had not been serviced within one year prior to the event. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. The device is reported to be available but has not been received at this time. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.